Event description:
A customer report was received from a pharmacy in 2007. It refers to an elastomeric device involved in an alleged overinfusion incident observed during patient use. The infusor was filled at the reporting pharmacy with 0.9 % nacl and 1000mg 5-fu (total filling volume: 88ml) for a 22 -hour-infusion in previous month. The infusion started at 11:25. The following month, the pump was already completely emptied at 6am. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 16 2007. The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A batch review has been requested. Should this review reveal any aberrance related to the reported condition, the information will be provided in a follow up report. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.